Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed, and testing found a faulty patient set board. Additionally, the device was found to have excessive amount of dust and foreign material present inside the unit. It was also found that a software upgrade is required. Olympus service activity is still in progress. If new information is provided following final service activity, a summary will be provided in a supplemental report.

Event description:
The user facility reported that cv-190 display is black when connecting 180 series scopes. The reporter stated that they replaced the pigtail cable and video signal outputs and the problem persist. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. When the change history of the parts was confirmed on the event in which the endoscopic image did not come out, it was confirmed that the design change of the dr substrate was carried out on (B)(6) 2018. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: the following causes are inferred from investigation result. No endoscopic image (in combination with 180) ·indication phenomenon occurred because the printed circuit board (dr-pcb )failed. ·it is presumed that the positive power supply of the operational amplifier on the dr board was burnt out due to the serial and the phenomenon. ·the positive power supply of the above op-amp was burnt out probably because power exceeding the absolute maximum rating of the positive power supply was generated.